Event description:
The account stated that the cell-dyn 1800 analyzer has generated discrepant hgb and wbc results on a patient sample. The account states that the physician is questioning the results. The hgb results were 7.1, 7.4, and 8.4 g/dl (normal patient range 12.0-18.0). The wbc results were 0.9, 1.0 and 1.4 k/ul (normal patient range was not provided). The account states the last recollection was determined to be the correct results. The correct results per physician are wbc= 1.4 k/ul and hgb =8.4 g/dl. The physician has reviewed the patients history. The diagnosis is breast cancer with treatment with chemotherapy. The account states per physician that the patients hgb and wbc results typically declined after the chemotherapy as expected. All previous results were not provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.